Event description:
Related MFR report number: 2017865-2024-22465. It was reported that the patient presented to the hospital due to syncope episode. The patient was in bradycardia. Device interrogation revealed oversensing noise resulting in inappropriate mode switch episodes and pacing inhibition on the atrial lead and oversensing noise resulting in pacing inhibition on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace both the atrial and rv leads. The patient was discharged following the procedure.